Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed in 2009. According to the complainant, during the procedure when the electric current was applied, the tip of the wire was cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.